Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, splitting of the sheath was not as smooth as usual. After clip deployment, the device was difficult to remove from the pt's anatomy. The device was removed and hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the starclose se device used in the closure procedure was discarded; however, the lot number was provided. Four sterile rep samples with the same part and lot number as the complaint device were returned for eval. All four devices passed functional testing within specification. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.